Event description:
It was reported that a dilatation catheter ruptured while pressurized above rbp; subsequently the balloon separated and the distal end remained in the anatomy. Difficulty was encountered crossing the heavily calcified lesion in the rca; unsuccessful attempts were made to cross the lesion with three other dilatation catheters prior to advancing this dilatation catheter. The dilatation catheter was inflated four times (pressure unknown), then another company's 2.0 x 15 dilatation catheter was advanced and inflated twice (inflation unknwon). This dilatation was then advanced again, and inflated to 22 atm (above rbp, contrary to IFU), and was reported to rupure. The dilatation catheter was removed, and the distal portion of the balloon, including the distal marker, remained in the anatomy. Multiple unsuccessful attempts were made to retrieve the distal segment, including the use of a snare device. The patient remained stable during the procedure, and was then sent for CABG surgery to bypass the affected vessel.